Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. No damage was found on the grip cables, but conductor wire insulation was damaged. The instrument passed the electrical continuity test in both grips.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a frayed cable at the wrist. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The customer confirmed that there is no patient harm/injury.